Event description:
It was reported that on (B)(6) 2012, three stents were implanted, a 3.0x28mm xience prime was implanted in the proximal to mid left anterior descending artery. A non-abbott stent was implanted in the distal circumflex, and after predilatation was performed a 2.75x38 mm xience prime was implanted in the posterior lateral artery. On (B)(6) 2012, the patient was discharged from hospital. On (B)(6) 2014, the patient had chest pain because of stable angina and in-stent restenosis of the posterior lateral which was treated on (B)(6) 2014. No treatment was performed since the symptoms were mild and the decision was made to take a wait and see approach. On (B)(6) 2014, angiography was performed and the stenosis of the lesions are the proximal left anterior descending artery was 50% stenosed and the posterior lateral was 50% stenosed. On (B)(6), angiography was performed and the stenosis of the same lesions are the proximal lad was 50% stenosed and the posterior lateral was 75% stenosed. The distal circumflex was 75% stenosed. Still no treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stenosis and angina are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.